Event description:
On (B)(6) 2009, the patient was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2012, the patient presented to the hospital with abdominal pain and sudden growth of a previous aaa repair with a small distal type I endoleak from the right limb where the contralateral leg component was implanted. The aneurysm sac size had increase to 8 cm. The patient had two positive blood cultures and a sudden cardiovascular decompensation. The patient was implanted with a contralateral leg component on the right side and the endoleak was resolved. A proximal type I endoleak was identified intraoperatively. An aortic extender component was implanted and the endoleak was resolved. The physician then opened the patient's abdomen to relieve the compartment syndrome. The patient became hemodynamically unstable and the patient expired. Dr (B)(6) stated she believes the previously placed excluder graft became infected resulting in an acute growth in his previously repaired aaa causing the type ib and subsequent type ia leak and frank rupture and death.

Manufacturer narrative:
Please note additional devices implanted: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.